Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive sheath was returned for analysis. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks at the sides of the sheath inflow port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked location.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure, once the faradrive sheath was advanced into the left atrium, during aspiration air was noted in the syringe. Attempts were made to aspirate the sheath multiple times, however the issue persisted. Additionally, as per the physician the valve of the sheath had a leak. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure, once the faradrive sheath was advanced into the left atrium, during aspiration air was noted in the syringe. Attempt was made to aspirate the sheath multiple times; however, the issue persisted. Additionally, as per the physician the valve of the sheath had a leak. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis and investigation is still in progress.